Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Based on no sample, the investigation concluded: unconfirmed: bd was not able to confirm the customer¿s indicated failures.

Event description:
It was reported that before use of the bd¿ slip-tip disposable syringe with slip tip there was foreign matter in the syringe. As reported by customer: "facility found more of the stringy substance in the 10ml slip tip syringes". Customer text: bd team, note that our facility found more of the stringy substance in the 10ml slip tip syringes this morning. The facility uses these syringes for intrathecal use. What is bd¿s position on this issue ¿ specific for intrathecal use? Please advise ¿ as this issue is escalating within intermountain.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd¿ slip-tip disposable syringe with slip tip there was foreign matter in the syringe. As reported by customer: "facility found more of the stringy substance in the 10ml slip tip syringes". Customer text: bd team, note that our facility found more of the stringy substance in the 10ml slip tip syringes this morning. The facility uses these syringes for intrathecal use. What is bd¿s position on this issue ¿ specific for intrathecal use? Please advise ¿ as this issue is escalating within intermountain.